Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that pixels are missing from the touchscreen which were blocking some of the text/graphics on the pump. Additionally, it was reported that the screen glitches from time to time. The customer's blood glucose level was below 200 mg/dl. It was confirmed that the customer had manual injections available as alternate insulin therapy.